Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/25/2010, 06/30/2010, 07/01/2010, and was 07/06/2010 by phone, fax, and mail. Add'l info was obtained by phone on 07/01/2010. A completed questionnaire has not been received. No further info is expected. (B)(4).

Event description:
Adverse event(s): "blurry vision" (blurred vision). Product problem(s): "broken haptic" (break [haptic]). A purchasing agent reported that an intraocular lens (iol) was explanted one week following the initial surgery. In a f/u, the surgeon further explained that the pt was experiencing blurry vision due to a broken haptic which was a result of a loading error. He stated that he does not blame the iol for the event. The lens was exchanged for the same model and power iol and the pt is "doing well with 20/20 vision". No further info is requested.